Event description:
During verification testing at the service center, the device alarmed with a s321 (motor error-pmc left) malfunction alarm code.

Manufacturer narrative:
During testing, the device alarmed with a s321 (motor error-pmc left) malfunction alarm code. The probable cause was due to a loose plunger motor. This was found to be due to a broken seal. This report represents all the information known by the reporter upon query by hospira personnel.